Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxibus cable was loose on the remote manager. A field service engineer reseated the pyxibus cable and crimped the wiring harness to resolve this issue. The system functioned as intended after a field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge failure. The customer stated that there was a delay in the dispensing of medication there were no adverse events or injuries reported based on this event.